Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient presented with driveline pain and drainage from the driveline exit site. There was tenderness at the site with erythema spreading towards the midline abdomen. Labs were positive for leukocytosis and left shift. A CT a/p with contrast revealed driveline site cellulitis, no drainable fluid collection. The patient was initially treated with intravenous (IV) vancomycin and zosyn. The driveline site culture grew 2+ staph aureus. On (B)(6) 2017, the patient had an incision and drainage (I&d) and treated with IV ancef IV for 6 weeks followed by transition to suppressive oral keflex. On (B)(6) 2018, the patient was seen for a follow-up check. The peripherally inserted central catheter (PICC) line was removed and the driveline site was reported to be within normal limit. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.